Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter which confirmed the error code e433 was discovered on startup (before procedure). There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e433 error code) was confirmed and found to be caused by a generator board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 error code could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between a faulty circuit (hvps) board and generator board, defective hvps board, defective generator board, defective relay board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. In addition, service found the grounding cable was not connected to the housing cover. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an e433 error code was displayed upon turning on the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.